Manufacturer narrative:
B3 - date of event: date of event was approximated to 02/01/2026 as the exact event date was not reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in a peripheral artery. A 3.5x220x150 sterling balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon tip came off the catheter and was removed in the sheath. There were no patient complications as a result of this event.